Event description:
The pt had a stent placed in the carotid artery. Post-procedure, the same day, the pt experienced a neurological deficit (not related to anticoagulation) described as aphasia. Add'l info rec'd states that the pt was diagnosed with an ischemic stroke. The onset was sudden with full recovery (no deficit). This female was consented to the study in 2008. Medical history included hyperlipidemia, smoking, coronary artery disease, and hypertension. The index procedure was completed on the same day, and the patient was asymptomatic. The target lesion location was the proximal left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 4.25. Target lesion diameter stenosis was 90% with lesion length 31.47mm. Total length of stented segment was 30mm. Geometry of lesion was described as eccentric and ulcerated. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 0. An angioguard distal protection device was used, deployed and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. Act was measured and documented as 298.0. Post-procedure medications were aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact.

Manufacturer narrative:
Post-procedure, same day, the pt experienced a neurological deficit (not related to anticoagulation) described as aphasia. Add'l info received states that the pt was diagnosed with an ischemic stroke. The onset was sudden with full recovery (no deficit). The duration of this neurological deficit was >24 hrs and no cea surgery was required. Of note, hemiparesis, hemineglect and hemiataxia were not documented, as well as presence of babinski. The pt was discharged in 2008 with clopidogrel and aspirin directed. The prod is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.